Manufacturer narrative:
The device is not being returned and the photographic evidence provided does not appear to verify the complaint; therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 5 devices, for this device family and failure mode.(B)(4). Per the instructions for use, the user is advised that preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of implants are important considerations in the successful utilization of these devices. Surgeon must choose proper implant size based on specific procedure and patient history. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the y1802a, y-knot flex 1.8mm all-suture anchor lot number 1309633 was being used during a btb procedure on (B)(6) 2023 date when it was reported ¿1.3 mm yknot flex & 1.8mm yknot flex each one got damaged while performing a surgery.¿. Further assessment questioning found that the device did fragment and was removed with the use of an arthroscopic grasper. The procedure was completed and there was no report of injury, medical intervention or extended hospitalization to the patient or user. The y1301, y-knot flex 1.3mm all-suture anchor lot number 1238822 will be listed as a concomitant device. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the y1802a, y-knot flex 1.8mm all-suture anchor lot number 1309633 was being used during a btb procedure on (B)(6) 2023 date when it was reported ¿1.3 mm yknot flex & 1.8mm yknot flex each one got damaged while performing a surgery.¿. Further assessment questioning found that the device did fragment and was removed with the use of an arthroscopic grasper. The procedure was completed and there was no report of injury, medical intervention or extended hospitalization to the patient or user. The y1301, y-knot flex 1.3mm all-suture anchor lot number 1238822 will be listed as a concomitant device. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.